Event description:
The customer reported a speaker malfunction error message on a monitor that has already had a speaker replaced. The customer also stated that half og their 21 mp2 monitors have needed speakers replaced since their installation, and is upset with "the high failure rate of the speakers". No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.